Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, pain. One week after insertion, the patient complained of severe pain. It was disconnected.